Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the xenmatrix ab graft may have caused or contributed to the reported abdominal pain. The patient's symptom (pain) was assessed as mild in severity and possibly related to the device and possibly related to the procedure. Medical intervention was not taken or required as such a malfunction emdr is submitted to document this event. Remains implanted.

Event description:
The following was reported and is associated with the xenmatrix ab study dvl-he-012: on (B)(6) 2018 the patient was implanted with a bard xenmatrix ab graft during hernia recto-rectus revision procedure for hernia recurrence. As reported the graft was trimmed to size and a 5cm graft overlap was maintained around the hernia defect. It is reported that on (B)(6) 2019 the patient presented with lower right sided abdominal pain which started on (B)(6) 2019. No action is being taken and no intervention is required at this time. The patient symptom of pain has been assessed by the clinician as mild in severity, "possibly related" to the study device and "possibly related" to the procedure. As reported, the pain is mild in nature and comes and goes. "Point tenderness at about the subcostal site of mesh fixation."